Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic distal gastrectomy, during the second firing, the stapler moved forward at the first squeeze of the handle; however, the stapler did not move forward when the handle was squeezed for the second time. A third reload was used, but the stapler did not move forward when the handle was squeezed. The handle was then replaced and used with a fourth reload. The firing was completed with the new handle and the fourth reload. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p4d1115s) 030458, 030458 endo gia r/or 60 3.5mm, (lot #t3a001x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the reload staples burst. There was explosion of the left end away from the proximal stomach tissue. When the reload was replaced, the staples burst again. The tip could not be fired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, during the second firing, the stapler moved forward at the first squeeze of the handle; however, the stapler did not move forward when the handle was squeezed for the second time. A third reload was used, but the stapler did not move forward when the handle was squeezed. The handle was then replaced and used with a fourth reload. The firing was completed with the new handle and the fourth reload.